Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a 34-year-old female patient who had essure (batch no. 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin strain on (B)(6) 2015, carpal tunnel syndrome on (B)(6) 2012, biliary colic (with laparoscopic cholecystectomy) on (B)(6) 2012, postpartum depression in 2008, actinomycotic abdominal infection in 2006, depression in 2006, postpartum depression in 2003, tonsillectomy in 1991 and parity 2 (via cesarean sections). Concurrent conditions included asthma since 1996. Concomitant products included gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infection"), 4 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced asthma ("acute exacerbation of asthma"). On (B)(6) 2012, the patient experienced coital bleeding ("postcoital bleeding"). On (B)(6) 2012, the patient experienced pain in arm ("pain in arm"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("chronic neuropathic features right c5/7"). On (B)(6) 2013, the patient experienced chest discomfort ("chest tightness"). On(B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced foot pain ("foot pain"). On (B)(6) 2014, the patient experienced fatigue ("tiredness/ fatigue"). On (B)(6) 2014, the patient experienced the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/ deep dyspareunia"). On (B)(6) 2017, the patient experienced neck pain ("cervicalgia") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018, the patient experienced wound complication ("wound sore") with body temperature increased. On (B)(6) 2018, the patient experienced ear pain ("ear pain/ otalgia"). On (B)(6) 2018, the patient experienced vertigo ("vertigo") with dizziness. On (B)(6) 2019, the patient experienced lower respiratory tract infection ("lower respiratory tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("memory loss"), menopausal symptoms ("menopause symptoms"), hypoaesthesia ("limb numbness"), menstrual disorder ("changes to menstrual cycle") and feeling abnormal ("brain fog"). The patient was treated with amitriptyline, amoxicillin, beclometasone dipropionate (clenil modulite), cinnarizine, flucloxacillin, fluoxetine, prochlorperazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amnesia, hypoaesthesia, menstrual disorder and feeling abnormal had resolved, the dyspareunia, headache, coital bleeding, ear pain, vertigo, lower respiratory tract infection, the last episode of urinary tract infection, neck pain, menopausal symptoms, fatigue, foot pain, dyspepsia, chest discomfort, pain in arm, asthma, plantar fasciitis and neuropathy peripheral outcome was unknown and the wound complication was resolving. The reporter considered amnesia, asthma, chest discomfort, coital bleeding, dyspareunia, dyspepsia, ear pain, fatigue, feeling abnormal, headache, hypoaesthesia, lower respiratory tract infection, menopausal symptoms, menstrual disorder, neck pain, neuropathy peripheral, pain in arm, pelvic pain, plantar fasciitis, vertigo, wound complication, the first episode of urinary tract infection, foot pain and the second episode of urinary tract infection to be related to essure. The reporter commented: as per medical records by physician: essure believed to be the cause of headaches. The patient underwent essure sterilization in 2012 and has been feeling memory loss, decreased concentration and fatigue since. She has done her own research and has found that essure sterilization devices can give rise to these symptoms. I must admit I have not heard of an association between memory loss, decreased concentration and fatigue to be associated with essure. I have given her no guarantees that her symptoms will improve. No device migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes are blocked. Hysteroscopy - on (B)(6) 2012: hysteroscopy essure sterilization. Hysteroscopy with cavity. 1 essure micro implant to each tubes, 3 coils left visible each time uncomplicated. Straightforward procedure. Laparoscopy - on (B)(6) 2019: omental band edge went to the post aspect of ant abd wall. Bladder adherent to ant abd wall due to c/s [interpreted as cesarean section]. Left broad ligament some bowel adhesions. Both ovaries appear normal. Operation notes: omental adhesions divided to improve the view. Left broad ligament freed of adhesions. Both tubes removed along with essure. Haemostasis checked and satisfactory, no complications. Lot number: 901327, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: lawyer reported new events: brain fog/changes to menstrual cycle/limb numbness. These events (and localised pain and memory loss) had resolved. No device migration. All events were considered related. Lot number: 901327 was confirmed. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. 901327-val, 590516-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin strain on (B)(6) 2015, carpal tunnel syndrome on (B)(6) 2012, biliary colic (with laparoscopic cholecystectomy) on (B)(6) 2012, postpartum depression in 2008, actinomycotic abdominal infection in 2006, depression in 2006, postpartum depression in 2003, tonsillectomy in 1991 and parity 2 (via cesarean sections). Concurrent conditions included asthma since 1996. Concomitant products included gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infection"), 4 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced asthma ("acute exacerbation of asthma"). On (B)(6) 2012, the patient experienced coital bleeding ("postcoital bleeding"). On (B)(6) 2012, the patient experienced pain in arm ("pain in arm"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("chronic neuropathic features right c5/7"). On (B)(6) 2013, the patient experienced chest discomfort ("chest tightness"). On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced foot pain ("foot pain"). On (B)(6) 2014, the patient experienced fatigue ("tiredness/ fatigue"). On (B)(6) 2014, the patient experienced the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/ deep dyspareunia"). On (B)(6) 2017, the patient experienced neck pain ("cervicalgia") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018, the patient experienced wound complication ("wound sore") with body temperature increased. On (B)(6) 2018, the patient experienced ear pain ("ear pain/ otalgia"). On (B)(6) 2018, the patient experienced vertigo ("vertigo") with dizziness. On (B)(6) 2019, the patient experienced lower respiratory tract infection ("lower respiratory tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("memory loss") and menopausal symptoms ("menopause symptoms"). The patient was treated with amitriptyline, amoxicillin, beclometasone dipropionate (clenil modulite), cinnarizine, flucloxacillin, fluoxetine, prochlorperazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, headache, coital bleeding, ear pain, vertigo, lower respiratory tract infection, amnesia, the last episode of urinary tract infection, neck pain, menopausal symptoms, fatigue, foot pain, dyspepsia, chest discomfort, pain in arm, asthma, plantar fasciitis and neuropathy peripheral outcome was unknown and the wound complication was resolving. The reporter provided no causality assessment for amnesia, asthma, chest discomfort, coital bleeding, dyspareunia, dyspepsia, ear pain, fatigue, lower respiratory tract infection, menopausal symptoms, neck pain, neuropathy peripheral, pain in arm, plantar fasciitis, vertigo, wound complication, the first episode of urinary tract infection, foot pain and the second episode of urinary tract infection with essure. The reporter considered headache and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: as per medical records by physician: essure believed to be the cause of headaches. The patient underwent essure sterilization in 2012 and has been feeling memory loss, decreased concentration and fatigue since. She has done her own research and has found that essure sterilization devices can give rise to these symptoms. I must admit I have not heard of an association between memory loss, decreased concentration and fatigue to be associated with essure. I have given her no guarantees that her symptoms will improve. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes are blocked. Hysteroscopy - on (B)(6) 2012: hysteroscopy essure sterilization. Hysteroscopy with cavity. 1 essure micro implant to each tubes, 3 coils left visible each time uncomplicated. Straightforward procedure. Laparoscopy - on (B)(6) 2019: omental band edge went to the post aspect of ant abd wall. Bladder adherent to ant abd wall due to c/s [interpreted as cesarean section]. Left broad ligament some bowel adhesions. Both ovaries appear normal. Operation notes: omental adhesions divided to improve the view. Left broad ligament freed of adhesions. Both tubes removed along with essure. Haemostasis checked and satisfactory, no complications. Lot number 590516 is invalid. Lot number: 901327 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain/ pain') in a 34-year-old female patient who had essure (batch no. 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin strain on (B)(6) 2015, carpal tunnel syndrome on (B)(6) 2012, biliary colic (with laparoscopic cholecystectomy) on (B)(6) 2012, low back pain in 2009, postpartum depression in 2008, actinomycotic abdominal infection in 2006, depression in 2006, pelvic pain in 2006, postpartum depression in 2003, tonsillectomy in 1991 and parity 2 (via cesarean sections). Concurrent conditions included asthma since 1996. Concomitant products included gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infection"), 4 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced asthma ("acute exacerbation of asthma"). On (B)(6) 2012, the patient experienced coital bleeding ("postcoital bleeding"). On (B)(6) 2012, the patient experienced pain in arm ("pain in arm"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("chronic neuropathic features right c5/7"). On (B)(6)2013, the patient experienced chest discomfort ("chest tightness"). On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced foot pain ("foot pain"). On (B)(6) 2014, the patient experienced fatigue ("tiredness/ fatigue"). On (B)(6) 2014, the patient experienced the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/ deep dyspareunia"). On (B)(6) 2017, the patient experienced neck pain ("cervicalgia") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018, the patient experienced wound complication ("wound sore") with body temperature increased. On (B)(6) 2018, the patient experienced ear pain ("ear pain/ otalgia"). On (B)(6) 2018, the patient experienced vertigo ("vertigo") with dizziness. On (B)(6) 2019, the patient experienced lower respiratory tract infection ("lower respiratory tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("memory loss"), menopausal symptoms ("menopause symptoms"), hypoaesthesia ("limb numbness"), menstrual disorder ("changes to menstrual cycle"), feeling abnormal ("brain fog"), mental disorder ("psychological issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with amitriptyline, amoxicillin, beclometasone dipropionate (clenil modulite), cinnarizine, flucloxacillin, fluoxetine, prochlorperazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amnesia, hypoaesthesia, menstrual disorder and feeling abnormal had resolved, the dyspareunia, headache, coital bleeding, ear pain, vertigo, lower respiratory tract infection, the last episode of urinary tract infection, neck pain, menopausal symptoms, fatigue, foot pain, dyspepsia, chest discomfort, pain in arm, asthma, plantar fasciitis, neuropathy peripheral, mental disorder and genital haemorrhage outcome was unknown and the wound complication was resolving. The reporter considered amnesia, asthma, chest discomfort, coital bleeding, dyspareunia, dyspepsia, ear pain, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, lower respiratory tract infection, menopausal symptoms, menstrual disorder, mental disorder, neck pain, neuropathy peripheral, pain in arm, pelvic pain, plantar fasciitis, vertigo, wound complication, the first episode of urinary tract infection, foot pain and the second episode of urinary tract infection to be related to essure. The reporter commented: as per medical records by physician: essure believed to be the cause of headaches. The patient underwent essure sterilization in 2012 and has been feeling memory loss, decreased concentration and fatigue since. She has done her own research and has found that essure sterilization devices can give rise to these symptoms. I must admit I have not heard of an association between memory loss, decreased concentration and fatigue to be associated with essure. I have given her no guarantees that her symptoms will improve. No device migration. As per summonsn discribancy noted date of insertion: (B)(6) 2012 to (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes are blocked. Hysteroscopy - on (B)(6) 2012: hysteroscopy essure sterilization. Hysteroscopy with cavity. 1 essure micro implant to each tubes, 3 coils left visible each time uncomplicated. Straightforward procedure. Laparoscopy - on (B)(6) 2019: omental band edge went to the post aspect of ant abd wall. Bladder adherent to ant abd wall due to c/s [interpreted as cesarean section]. Left broad ligament some bowel adhesions. Both ovaries appear normal. Operation notes: omental adhesions divided to improve the view. Left broad ligament freed of adhesions. Both tubes removed along with essure. Haemostasis checked and satisfactory, no complications. Lot number: 901327 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: new event abnormal bleeding and psychological issues added. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain/ pain') in a 34-year-old female patient who had essure (batch no. 901327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin strain on (B)(6) 2015, carpal tunnel syndrome on (B)(6) 2012, biliary colic (with laparoscopic cholecystectomy) on (B)(6) 2012, low back pain in 2009, postpartum depression in 2008, actinomycotic abdominal infection in 2006, depression in 2006, pelvic pain in 2006, postpartum depression in 2003, tonsillectomy in 1991 and parity 2 (via cesarean sections). Concurrent conditions included asthma since 1996. Concomitant products included gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infection"), 4 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced asthma ("acute exacerbation of asthma"). On (B)(6) 2012, the patient experienced coital bleeding ("postcoital bleeding"). On (B)(6) 2012, the patient experienced pain in arm ("pain in arm"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("chronic neuropathic features right c5/7"). On (B)(6) 2013, the patient experienced chest discomfort ("chest tightness"). On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced foot pain ("foot pain"). On (B)(6) 2014, the patient experienced fatigue ("tiredness/ fatigue"). On (B)(6) 2014, the patient experienced the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/ deep dyspareunia"). On (B)(6) 2017, the patient experienced neck pain ("cervicalgia") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018, the patient experienced wound complication ("wound sore") with body temperature increased. On (B)(6) 2018, the patient experienced ear pain ("ear pain/ otalgia"). On (B)(6) 2018, the patient experienced vertigo ("vertigo") with dizziness. On (B)(6) 2019, the patient experienced lower respiratory tract infection ("lower respiratory tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("memory loss"), menopausal symptoms ("menopause symptoms"), hypoaesthesia ("limb numbness"), menstrual disorder ("changes to menstrual cycle"), feeling abnormal ("brain fog"), mental disorder ("psychological issues") and genital haemorrhage ("abnormal bleeding"). The patient was treated with amitriptyline, amoxicillin, beclometasone dipropionate (clenil modulite), cinnarizine, flucloxacillin, fluoxetine, prochlorperazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, amnesia, hypoaesthesia, menstrual disorder and feeling abnormal had resolved, the dyspareunia, headache, coital bleeding, ear pain, vertigo, lower respiratory tract infection, the last episode of urinary tract infection, neck pain, menopausal symptoms, fatigue, foot pain, dyspepsia, chest discomfort, pain in arm, asthma, plantar fasciitis, neuropathy peripheral, mental disorder and genital haemorrhage outcome was unknown and the wound complication was resolving. The reporter considered amnesia, asthma, chest discomfort, coital bleeding, dyspareunia, dyspepsia, ear pain, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, lower respiratory tract infection, menopausal symptoms, menstrual disorder, mental disorder, neck pain, neuropathy peripheral, pain in arm, pelvic pain, plantar fasciitis, vertigo, wound complication, the first episode of urinary tract infection, foot pain and the second episode of urinary tract infection to be related to essure. The reporter commented: as per medical records by physician: essure believed to be the cause of headaches. The patient underwent essure sterilization in 2012 and has been feeling memory loss, decreased concentration and fatigue since. She has done her own research and has found that essure sterilization devices can give rise to these symptoms. I must admit I have not heard of an association between memory loss, decreased concentration and fatigue to be associated with essure. I have given her no guarantees that her symptoms will improve. No device migration. As per summons discrepancy noted date of insertion: (B)(6) 2012 to (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes are blocked. Hysteroscopy - on (B)(6) 2012: hysteroscopy essure sterilization. Hysteroscopy with cavity. 1 essure micro implant to each tubes, 3 coils left visible each time uncomplicated. Straightforward procedure. Laparoscopy - on (B)(6) 2019: omental band edge went to the post aspect of ant abd wall. Bladder adherent to ant abd wall due to c/s [interpreted as cesarean section]. Left broad ligament some bowel adhesions. Both ovaries appear normal. Operation notes: omental adhesions divided to improve the view. Left broad ligament freed of adhesions. Both tubes removed along with essure. Haemostasis checked and satisfactory, no complications. Lot number: 901327 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. 901327-val, 590516-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin strain on (B)(6) 2015, carpal tunnel syndrome on (B)(6) 2012, biliary colic (with laparoscopic cholecystectomy) on (B)(6) 2012, postpartum depression in 2008, actinomycotic abdominal infection in 2006, depression in 2006, postpartum depression in 2003, tonsillectomy in 1991 and parity 2 (via cesarean sections). Concurrent conditions included asthma since 1996. Concomitant products included gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("urinary tract infection"), 4 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced asthma ("acute exacerbation of asthma"). On (B)(6) 2012, the patient experienced coital bleeding ("postcoital bleeding"). On (B)(6) 2012, the patient experienced pain in arm ("pain in arm"). On (B)(6) 2013, the patient experienced neuropathy peripheral ("chronic neuropathic features right c5/7"). On (B)(6) 2013, the patient experienced chest discomfort ("chest tightness"). On (B)(6) 2014, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2014, the patient experienced foot pain ("foot pain"). On (B)(6) 2014, the patient experienced fatigue ("tiredness/ fatigue"). On (B)(6) 2014, the patient experienced the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia/ deep dyspareunia"). On (B)(6) 2017, the patient experienced neck pain ("cervicalgia") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018, the patient experienced wound complication ("wound sore") with body temperature increased. On (B)(6) 2018, the patient experienced ear pain ("ear pain/ otalgia"). On (B)(6) 2018, the patient experienced vertigo ("vertigo") with dizziness. On (B)(6) 2019, the patient experienced lower respiratory tract infection ("lower respiratory tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("memory loss") and menopausal symptoms ("menopause symptoms"). The patient was treated with amitriptyline, amoxicillin, beclometasone dipropionate (clenil modulite), cinnarizine, flucloxacillin, fluoxetine, prochlorperazine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, headache, coital bleeding, ear pain, vertigo, lower respiratory tract infection, amnesia, the last episode of urinary tract infection, neck pain, menopausal symptoms, fatigue, foot pain, dyspepsia, chest discomfort, pain in arm, asthma, plantar fasciitis and neuropathy peripheral outcome was unknown and the wound complication was resolving. The reporter provided no causality assessment for amnesia, asthma, chest discomfort, coital bleeding, dyspareunia, dyspepsia, ear pain, fatigue, lower respiratory tract infection, menopausal symptoms, neck pain, neuropathy peripheral, pain in arm, plantar fasciitis, vertigo, wound complication, the first episode of urinary tract infection, foot pain and the second episode of urinary tract infection with essure. The reporter considered headache and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: as per medical records by physician: essure believed to be the cause of headaches. The patient underwent essure sterilization in 2012 and has been feeling memory loss, decreased concentration and fatigue since. She has done her own research and has found that essure sterilization devices can give rise to these symptoms. I must admit I have not heard of an association between memory loss, decreased concentration and fatigue to be associated with essure. I have given her no guarantees that her symptoms will improve. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes are blocked. Hysteroscopy - on (B)(6) 2012: hysteroscopy essure sterilization. Hysteroscopy with cavity. 1 essure micro implant to each tubes, 3 coils left visible each time uncomplicated. Straightforward procedure. Laparoscopy - on (B)(6) 2019: omental band edge went to the post aspect of ant abd wall. Bladder adherent to ant abd wall due to c/s [interpreted as cesarean section]. Left broad ligament some bowel adhesions. Both ovaries appear normal. Operation notes: omental adhesions divided to improve the view. Left broad ligament freed of adhesions. Both tubes removed along with essure. Haemostasis checked and satisfactory, no complications. Lot number 590516 is invalid. Lot number: 901327, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: new reporter added. Significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain/ pain") in a 34 year-old female patient who had essure inserted (lot no. 901327) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of groin strain in 2015, carpal tunnel syndrome and biliary colic (with laparoscopic cholecystectomy) in 2012, low back pain in 2009, postpartum depression in 2008, actinomycotic abdominal infection, depression and pelvic pain in 2006, postpartum depression in 2003, tonsillectomy in 1991 and lower respiratory tract infection, uti, anxiety, vertigo, asthma, groin pain, dyspareunia, urinary tract infection, drug allergy, pain in arm, chest tightness, asthma, infrequent menstruation, vulval pain, back pain and parity 2 (via cesarean sections). As concurrent condition the report mentioned asthma since 1996. The only concomitant product mentioned was gabapentin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 138 days after essure insertion, she experienced a first episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2012 she experienced asthma ("acute exacerbation of asthma"). On (B)(6) 2012 she experienced coital bleeding ("postcoital bleeding"). On (B)(6) 2012 she experienced pain in arm ("pain in arm"). On (B)(6) 2013 she experienced neuropathy peripheral ("chronic neuropathic features right c5/7"). On (B)(6) 2013 she experienced chest discomfort ("chest tightness"). On (B)(6) 2014 she experienced dyspepsia ("dyspepsia"). On (B)(6) 2014 she experienced foot pain ("foot pain"). On (B)(6) 2014 she experienced fatigue ("tiredness/ fatigue"). On (B)(6) 2014 she experienced a second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2015 she experienced dyspareunia ("dyspareunia/ deep dyspareunia"). On (B)(6) 2017 she experienced neck pain ("cervicalgia") and plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018 she experienced wound complication ("wound sore"). On (B)(6) 2018 she experienced ear pain ("ear pain/ otalgia"). On (B)(6) 2018 she experienced vertigo ("vertigo"). On (B)(6) 2019 she experienced lower respiratory tract infection ("lower respiratory tract infection"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), headache ("headaches"), dizziness ("dizziness"), amnesia ("memory loss"), menopausal symptoms ("menopause symptoms"), hypoaesthesia ("limb numbness"), menstrual disorder ("changes to menstrual cycle"), brain fog ("brain fog"), mental disorder ("psychological issues"), genital haemorrhage ("abnormal bleeding"), disturbance in attention ("decreased concentration") and device intolerance ("inability to tolerate the advice;") and was found to have body temperature increased ("temperature"). The patient was treated with amoxicillin, flucloxacillin, clenil modulite (beclometasone dipropionate), fluoxetine, cinnarizine, amitriptyline and prochlorperazine as well as surgery (bilateral salpingectomy done on (B)(6) 2019). At the time of the report, the wound complication was resolving and the pelvic pain, amnesia, hypoaesthesia, menstrual disorder and brain fog had resolved. The outcomes for dyspareunia, headache, coital bleeding, ear pain, vertigo, lower respiratory tract infection, neck pain, menopausal symptoms, fatigue, foot pain, dyspepsia, chest discomfort, pain in arm, asthma, plantar fasciitis, neuropathy peripheral, mental disorder, genital haemorrhage, disturbance in attention and the last episode of urinary tract infection were unknown. The reporter considered amnesia, asthma, body temperature increased, brain fog, chest discomfort, coital bleeding, device intolerance, disturbance in attention, dizziness, dyspareunia, dyspepsia, ear pain, fatigue, genital haemorrhage, headache, hypoaesthesia, lower respiratory tract infection, menopausal symptoms, menstrual disorder, mental disorder, neck pain, neuropathy peripheral, pain in arm, foot pain, pelvic pain, plantar fasciitis, the first episode of urinary tract infection, the second episode of urinary tract infection, vertigo and wound complication to be related to essure administration. The reporter commented: as per medical records by physician: essure believed to be the cause of headaches. The patient underwent essure sterilization in 2012 and has been feeling memory loss, decreased concentration and fatigue since. She has done her own research and has found that essure sterilization devices can give rise to these symptoms. I must admit I have not heard of an association between memory loss, decreased concentration and fatigue to be associated with essure. I have given her no guarantees that her symptoms will improve. No device migration. As per summonsn discribancy noted date of insertion: (B)(6) 2012 to (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: tubes are blocked [hysteroscopy] on (B)(6) 2012: hysteroscopy essure sterilization. Hysteroscopy with cavity. 1 essure micro implant to each tubes, 3 coils left visible each time uncomplicated. Straightforward procedure [laparoscopy] on (B)(6) 2019: omental band edge went to the post aspect of ant abd wall. Bladder adherent to ant abd wall due to c/s [interpreted as cesarean section]. Left broad ligament some bowel adhesions. Both ovaries appear normal. Operation notes: omental adhesions divided to improve the view. Left broad ligament freed of adhesions. Both tubes removed along with essure. Haemostasis checked and satisfactory, no complications lot number: 901327 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event concentration & device intolerance impaired added. Medical history & reporter updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. 901327, 590516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included groin strain on 19-oct-2015, carpal tunnel syndrome on 2-oct-2012, biliary colic (with laparoscopic cholecystectomy) on 13-jun-2012, postpartum depression in 2008, actinomycotic abdominal infection in 2006, depression in 2006, postpartum depression in 2003, tonsillectomy in 1991 and parity 2 (via cesarean sections). Concurrent conditions included asthma since 1996. Concomitant products included gabapentin. On 19-apr-2012, the patient had essure inserted. On 4-sep-2012, the patient experienced the first episode of urinary tract infection ("urinary tract infection"), 4 months 16 days after insertion of essure. On 2-oct-2012, the patient experienced asthma ("acute exacerbation of asthma"). On 19-oct-2012, the patient experienced coital bleeding ("postcoital bleeding"). On 10-dec-2012, the patient experienced pain in arm ("pain in arm"). On 31-jan-2013, the patient experienced neuropathy peripheral ("chronic neuropathic features right c5/7"). On 18-sep-2013, the patient experienced chest discomfort ("chest tightness"). On 29-jan-2014, the patient experienced dyspepsia ("dyspepsia"). On 21-may-2014, the patient experienced foot pain ("foot pain"). On 27-oct-2014, the patient experienced fatigue ("tiredness/ fatigue"). On 18-dec-2014, the patient experienced the second episode of urinary tract infection ("urinary tract infection"). On 30-jun-2015, the patient experienced dyspareunia ("dyspareunia/ deep dyspareunia"). On 1-nov-2017, the patient experienced neck pain ("cervicalgia") and plantar fasciitis ("plantar fasciitis"). On 18-apr-2018, the patient experienced wound complication ("wound sore") with body temperature increased. On 21-jun-2018, the patient experienced ear pain ("ear pain/ otalgia"). On 28-jun-2018, the patient experienced vertigo ("vertigo") with dizziness. On 25-apr-2019, the patient experienced lower respiratory tract infection ("lower respiratory tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), amnesia ("memory loss") and menopausal symptoms ("menopause symptoms"). The patient was treated with amitriptyline, amoxicillin, beclometasone dipropionate (clenil modulite), cinnarizine, flucloxacillin, fluoxetine, prochlorperazine and surgery (bilateral salpingectomy). Essure was removed on 3-apr-2019. At the time of the report, the pelvic pain, dyspareunia, headache, coital bleeding, ear pain, vertigo, lower respiratory tract infection, amnesia, the last episode of urinary tract infection, neck pain, menopausal symptoms, fatigue, foot pain, dyspepsia, chest discomfort, pain in arm, asthma, plantar fasciitis and neuropathy peripheral outcome was unknown and the wound complication was resolving. The reporter provided no causality assessment for amnesia, asthma, chest discomfort, coital bleeding, dyspareunia, dyspepsia, ear pain, fatigue, lower respiratory tract infection, menopausal symptoms, neck pain, neuropathy peripheral, pain in arm, plantar fasciitis, vertigo, wound complication, the first episode of urinary tract infection, foot pain and the second episode of urinary tract infection with essure. The reporter considered headache and pelvic pain to be related to essure. The reporter commented: as per medical records by physician: essure believed to be the cause of headaches. The patient underwent essure sterilization in 2012 and has been feeling memory loss, decreased concentration and fatigue since. She has done her own research and has found that essure sterilization devices can give rise to these symptoms. I must admit I have not heard of an association between memory loss, decreased concentration and fatigue to be associated withessure. I have given her no guarantees that her symptoms will improve. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on 22-aug-2012: tubes are blocked.hysteroscopy - on 19-apr-2012: hysteroscopy essure sterilization. Hysteroscopy with cavity. 1 essure micro implant to each tubes, 3 coils left visible each time uncomplicated. Straightforward procedure.laparoscopy - on 03-apr-2019: omental band edge went to the post aspect of ant abd wall. Bladder adherent to ant abd wall due to c/s [interpreted as cesarean section]. Left broad ligament some bowel adhesions. Both ovaries appear normal. Operation notes: omental adhesions divided to improve the view. Left broad ligament freed of adhesions. Both tubes removed along with essure. Haemostasis checked and satisfactory, no complications. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 9-dec-2020: medical records received - reporter's information was updated and new reporters were added. Patient's information was updated (initials and date of birth), indication of essure and new lot number were provided. Events added to the case: headaches, vertigo, memory loss, lower resp tract infection. Case was upgraded to serious incident.we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.